Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o-ring. Insulin pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap. Reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the clear circle top of the reservoir which keeps it water proof was chipping off and broken. The customer reported that they had no issue with the reservoir locking in place. The customer also reported that the belt clip was damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.